Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the implantable cardiac monitor (icm) exhibited post sensed t-wave oversensing. Programming changes were made. The patient was stable.